Event description:
Boston scientifc crm received information that the pacemaker pocket was revised due to pocket erosion. The device longevity was less than six months remaining, so the physician elected to replace the device to prevent another procedure in the near future. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned. If this lead should be returned, analysis would not be required as this clinical observation cannot be replicated in analysis. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.